Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro and a charring, thrombus and clotting issues occurred. It was reported there was charring on proximal electrode of qdot micro catheter. At the end of successful procedure, a red/brown stain was observed on proximal tip electrode. No abnormalities during procedure/ ablation phase. Impedance was in appropriate range of 120, +- 30, but two reference electrodes were used. Force was within recommended range of 5-25g. Ablation in qmode+ (90w) and qmode (50w). There were no steam pops and the procedure was completed successfully. There was no harm to the patient. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection, temperature, impedance and irrigation test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. According to the picture provided by the customer, char or thrombus/clot was observed on the electrodes; however, during the visual inspection in the lab, no char, thrombus or clot or other biological material were observed. Temperature and impedance test were performed, and no issues were observed. An irrigation test was performed, and the device was flushing correctly. No issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal action were identified. The char and thrombus/clot issues reported by the customer were confirmed based on the photo provided by the customer. The biological material reported by the customer could be related to the char or thrombus/clot observed on the photo. The potential cause of the issue cannot be established. The instruction for use (IFU) contains the following warnings and precautions: before initiating the application of rf energy, a decrease in electrode temperature confirms the onset of saline irrigation of the ablation electrode. Monitoring the temperature from the electrode during the application of rf energy ensures that the irrigation flow rate is being maintained. Monitor the catheter tip temperature throughout the procedure to ensure adequate irrigation. If the temperature increases to 50°c during rf application, power delivery should be interrupted. Recheck the irrigation system prior to restarting the rf application char is a physical phenomenon of rf, it can be the normal result of the ablation process. In addition, the catheter used in conjunction with an rf generator is capable of delivering significant electrical power. Patient or operator injury can result from improper handling of the catheter and indifferent electrode, particularly when operating the catheter. If during ablation, the temperature does not rise, discontinue delivery of energy and check setup. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro and a charring, thrombus and clotting issues occurred. It was reported there was charring on proximal electrode of qdot micro catheter. At the end of successful procedure, a red/brown stain was observed on proximal tip electrode. No abnormalities during procedure/ ablation phase. Impedance was in appropriate range of 120, +- 30, but two reference electrodes were used. Force was within recommended range of 5-25g. Ablation in qmode+ (90w) and qmode (50w). There were no steam pops and the procedure was completed successfully. There was no harm to the patient. Additional information was received indicating they could not explicitly clarify where the red/brown stain was but it appeared to be blood. There were no signs of physical damage to the device. The device performed properly with no error messages or malfunctions. Heparinized saline was used. Activated clotting time (act) monitored and maintained above >300s.

Manufacturer narrative:
On 5-aug-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).